Manufacturer narrative:
Concomitant medical products:product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2013 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was in the car accident on 2018-may-30. Since then, the stimulation had changed, and the patient began to have difficulties charging. The patient was getting uncomfortable stimulation in her hips and a zapping feeling from the pocket to her lumbar area, so the patient stopped using the device for an undetermined amount of time. The manufacturer representative was unable to interrogate the system on the day of the report. An x-ray was taken, and the lead has moved down. The patient is scheduled for a follow-up and device reset on 2019-aug-06. The issue was not resolved at the time of the report. The patient¿s medical history includes hip pain. Surgical intervention was not performed at the time of the report, and it was unknown if any would be performed. There were no further complications reported.

Manufacturer narrative:
Continuation of d11: product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2013. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-jul-22 from a manufacturer representative reporting that the patient was explanted on the day of the report. The manufacturer representative requested that after the explant went through pathology that it be returned to the manufacturer for examination. No further complications were reported.

Manufacturer narrative:
Product analysis: (B)(4) analysis information -- 11/19/2020 07:26:35 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H3. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2020 product type lead h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the conductor two was broke 2.8 cm from the proximal end of the proximal segment. H6. Evaluation result code 3221 does not apply. Evaluation method code 4117 does not apply. Evaluation conclusion code 67 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that x-rays were taken and there was some migration of device. Patient was scheduled for follow-up visit however did not show up.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was in the car accident on (B)(6) 2018. Since then, the stimulation had changed, and the patient began to have difficulties charging. The patient was getting uncomfortable stimulation in her hips and a zapping feeling from the pocket to her lumbar area, so the patient stopped using the device for an undetermined amount of time. The manufacturer representative was unable to interrogate the system on the day of the report. An x-ray was taken, and the lead has moved down. The patient is scheduled for a follow-up and device reset on (B)(6) 2019. The issue was not resolved at the time of the report. The patient¿s medical history includes hip pain. Surgical intervention was not performed at the time of the report, and it was unknown if any would be performed. There were no further complications reported. 2019-aug-28 lfc (con): additional information was received from the healthcare provider. It was reported that x-rays were taken and there was some migration of device. Patient was scheduled for follow-up visit however did not show up. 2019-dec-12 mpxr 646548.1 (rep): additional information was received from the rep. It was reported that the patient was seen by the hcp and it was agreed to have the device explanted. However date not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was in a car accident in (B)(6) 2018 and since then the device had been acting up, there was a loss of therapy, won't take a charge, and it would shock her. The patient tried to recharge the device, but she was not able to. The patient said she might have to have the device removed because her hip was deteriorating (unrelated to the device/therapy). It was reviewed with the patient to lower stimulation or turn stimulation off for the time being. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps were taken. No further complications were reported.